Event description:
The customer reported to olympus that during a laparoscopic hysterectomy, the thunderbeat device exhibited the "probe damage error" on the generator. Full troubleshooting was done by the theatre scrub nurse including removing the device from the transducer and changing to a new transducer and it didn't resolve the issue. A second thunderbeat device was opened and the same "probe damage error" came up on the generator approximately 5 minutes into using the device, again full troubleshooting was performed by the theatre scrub nurse. A third thunderbeat device was opened, and the case continued without any further interruptions. There were no reports of patient harm or impact associated with this event. The initial device was discarded by the user. The second device was returned for evaluation. During testing and inspection of the returned device, probe was observed to be broken. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus. The product name was tb-535fcs. The event unit with lot#kr271885 was returned for evaluation. A visual inspection on the received condition was performed on the device. The probe was broken at 14.2 mm from the distal end of the probe. There were scratches around the broken area. The surface of the broken area was inspected. The probe was broken from the scratched area. The distal end of the item was inspected under a microscope and detected scratches or contact marks at the non-insulated area of the grasping section. The broken piece of the probe tip was not returned. The tissue pad was worn out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. The exact cause of the event couldn¿t be exclusively identified. Based on the result of analysis and the result of investigation in the past, a likely mechanism causing the reported event might be the following: 1. Grasping thick and hard tissue at distal end of the grasping portion while activating output in seal & cut mode. The probe and the tissue pad came into contact at the proximal side of the grasping portion, causing the tissue pad to wear out. 2.since the tissue pad was worn out, the non-insulated area of the grasping section was contacting the probe. 3.the output was activating while the non-insulated area of the grasping section was contacting the probe causing scratches. 4.the device was activated in seal &cut mode or while grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to crack. 5.a force was applied to the probe during the surgery causing it to break. As a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instruction manual: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. Olympus will continue to monitor field performance for this device.